Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician first performed a laparoscopically assisted vaginal hysterectomy. The anterior repair was then performed according to protocol. When the physician went back in laparoscopically, he noticed that the peritoneum had not been closed all the way. The physician used interceed over the opening of the peritoneum to give an adhesion barrier between the pinnacle mesh and the peritoneum. The patient's condition is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the MFR date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.